Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation and fibrin were observed. 200 samples were visually evaluated and no defects were found with the retain product. 5 samples from the retain samples were sent for clinical evaluation. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation and fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for poor barrier separation and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced missing additive, poor separator movement. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: in reply to follow-ups for (B)(4), it was reported that the same issue occurred with batch 1088683.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced missing additive, poor separator movement. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: it's important to see the difference between the complaints open. We have one complaint for the gel tubes (fibrin and fail in gel separation). 20 tubes defective so far.